Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.5 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgical coordinator reported a planned exchanged for a patient who has had severe halos/glare at night after having bilateral intraocular lens (iol) implants. She has had a combo of the +2.5/+3.0 implants, and they will be exchanging the +3.0 first. This file is for the +2.5 lens (unknown eye).

Manufacturer narrative:
(B)(4).